Event description:
It was reported that during a follow up in clinic, inaccurate measurements were noted on the device after reprogramming. Abbott technical support was contacted and the measurements were suspected to be due to the device performing a threshold test resulting in a temporary increase in current drain. No intervention was required. The patient was in stable condition and will continue to be monitored.